Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned, analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) withheld therapy of a true ventricular tachycardia (vt) episode due to stability and pr logic due to the patient's medical condition. The vt was self-terminated. Technical service was contacted for possible device program adjustments. Subsequently, the ICD stability and vt detection reprogramming was performed. The device remains in use, and no further patient complications have been reported as a result of this event.